Manufacturer narrative:
[(B)(4)].

Event description:
Report from treating physician (B)(6) 2018: patient 1004 received a loaner axor ii failsafe device on (B)(6) 2018. She messaged matthew garibaldi on (B)(6) 2018 to state that "I had my leg come off a few hours ago..." I was leaning against the sink talking to my niece and my leg popped off".